Event description:
It was reported that during a lap chole procedure, the device jammed and would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Instrument a: clip, lockout. Instrument b: e9fp0l, exp date: 10/03/2013; MFR date 11/3/2008. Evaluation summary: the analysis results found that the el5ml instrument a was returned in good visual condition. It was functionally evaluated and it short fed eleven clips producing pear shaped clips; it did not lock out as intended. However, no jamming issues were noted during testing. The instrument was disassembled and no anomalies were noted with the internal assembly. It could not be determined what might have caused the found non-conformance. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that one el5ml device b was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator advanced beyond the intended position. However, no jamming nor firing/feeding issues were noted during testing. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.